Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Consumer states that her wheelchair is broken at the welding underneath the seat. Consumer can not get to the serial number on her chair. But she believes it is a tracer series chair. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model unknown, (possibly a tracer series), serial number/date code unknown. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.